Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer changed the supplies to the pump. There was no reported impact to the customer's blood glucose level. As the supplies to the pump had been changed prior to contacting tandem technical support, a system check was unable to be performed to determine a possible cause of this occlusion.